Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. The following sections were updated: b3. B4, d6b, d10, e2-e4, g3, g6, h1, h2, h11. The following sections were corrected: b2, b5, e1, h6. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure three years and eight months post implantation as the patient had ongoing pain. Patient started having swollen lymph nodes and high white blood cell count more recently. Patient is receiving ongoing diagnostics. Patient was told he had heavy metal poisoning to aluminum and several other metals. The implant surgeon¿s office informed the patient that his femur device contained aluminum. There is no additional information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored per complaint trending process. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 650-1065, cer option type 1 tprsleve -3, 2989612. 110024465, g7 dual mobility liner 46mm g, 416960. 010000667, g7 pps ltd acet shell 60g, 6736742. 192012, echo por fmrl nc12x140mm, 694410. 00-6250-065-25, trilogy bone scr 6.5x25, j6772010. 00-6250-065-20, trilogy bone scr 6.5x20, 64615053. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that after right hip implantation three and a half years ago, the patient had ongoing pain. Patient started having swollen lymph nodes and high white blood cell count more recently. Patient was diagnosed with chronic lymphocytic leukemia and marginal lymphoma in the groin only. Patient is receiving ongoing diagnostics. Patient was told he had heavy metal poisoning to aluminum and several other metals. The implant surgeon¿s office informed the patient that his femur device contained aluminium. Patient was informed that he likely will require a revision to have the implant(s) removed. Due diligence is in progress for this complaint; to date no additional information or product has been received.